Manufacturer narrative:
The customer collected tsh samples in 13x100mm bd lihep plasma tubes with a gel separator, centrifuged samples for 10 minutes at 3000 rpm. Original results were obtained from the primary tube analyzed through closed tube aliquotter (cta). Repeat testing was done on an aliquot that was re-centrifuged and analyzed through cta again. Both levels of tsh qc have been within customer's established ranges for the past 30 days. A routine system check was performed on (B)(6) 2011, which passed within instrument specifications. Bci field service engineer (fse) evaluated instrument on (B)(6) 2011 and no issues were found. Fse performed a preventive maintenance on the instrument. Fse performed a routine system check and a high sensitivity system check. Both passed within instrument specifications. Assay qc was performed and resulted within the customer's established ranges. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining htsh results, generated by the dxc600i for 2 patients that were below the normal reference range. The results were reported out of the lab and questioned by the physician. Subsequent testing of the patients' samples on an alternate instrument generated higher results within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.